Manufacturer narrative:
(B)(4). Date sent 1/6/2025. D4 batch # unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: how were they able to confirm the site of bleeding if there was no additional examination or surgical approach? Was an endoscopy performed? How long after the initial procedure was the bleeding identified? Were there any intraoperative complications with the device during the procedure? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to a gastric bypass bleeding was identified post-operatively in the staple line, evidenced by episodes of bloody vomiting. The bleeding was located in the stapling of the gastric pouch, where a blue reload was used. Due to this event, the patient needed an additional day of hospitalization. However, she was discharged without any other complications, since the problem was properly resolved. No surgical re-approach or additional examinations were required. The patient did experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing.